Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [aortic positioning of the valve prior to deployment and rapid inflation of the valve] and patient factors [pre-existing mechanical mitral valve] contributed to the valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 23mm sapien xt valve was deployed too aortic, requiring deployment of a second valve. The first valve was prepped with 17.5cc at the request of the physician (nominal volume = 16ml). The pre-deployment position was 80:20 [aortic:ventricular]. The valve was inflated too quickly allowing the sapien xt to hit off the pre-existing mechanical mitral valve, pushing the sapien xt valve aortic, and resting 95:5 [aortic:ventricular]. Following deployment there was mild paravalvular leak and zero aortic insufficiency. A second 23 mm sapien xt was prepped per IFU and implanted 50:50 within the annulus. Following deployment of the second valve tee showed trace pvl an no central aortic insufficiency. The patient remained stable. The native annular calcification was mild; native leaflet calcification was severe. The patient¿s ejection fraction was 55%. Coaxial alignment of the delivery system and the valve and the image intensifier angle was good. There was no loss of pacing capture and ventilation was held during deployment.